Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the pump ran out of medication one time in the year before it was replaced. The medication in the pump at the time of the event was a blend of something, but the reporter did not know the name; they were told that the medication was "off label". Additional information has been requested, but it was not available as of the date of this report.